Event description:
Laparoscopic cholecystectomy - dr (B)(6) was performing a laparoscopic cholecystectomy and the ca090 clip applier had multiple "dry" fires. When a clip was loaded and placed on duct, the clip fell off and would not stay on. This occurred twice. Clip applier was pulled from case and replaced with new unit. "Dry fire was squeezing, trigger but no clip would load into jaws."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.